Event description:
It has been identified that this record, mrn 9617229-2023-30537 is a duplicate of mrn 9617229-2023-09109. Please see mrn 9617229-2023-09109 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
It has been identified that this record, mrn 9617229-2023-30537 is a duplicate of mrn 1234567-1234-12346. Please see mrn 1234567-1234-12346 for reportable events.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.